Event description:
It was reported that this right atrial (ra) lead lead was an attempted implant do to unknown reasons. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead lead was an attempted implant do to unknown reasons. No additional adverse patient effects were reported.